Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g has been found experiencing three occurrences of difficulty to prime during use. The following has been provided by the initial reporter: it was reported that the customer found 3 pen needles from this box that clogged during the flow check. The dose button on tresiba pen will not move. Changed the needle and then it worked. Verbatim: issue(s): found 3 pen needles from this box that clogged during the flow check. The dose button on tresiba pen will not move. Changed the needle and then it worked. The other 2 pen needles were discarded. Lot #: 8227631, item #: 320109, date of event: unknown, exp 2023-08-31. Calling for her husband. Reviewed the placement of the non patient end.

Manufacturer narrative:
Investigation summary: customer returned (2) open 8mm, 31g pen needles without the needles clogged during the flow check. Customer states that nothing comes out during the priming. Both returned pen needles were examined and both exhibited a bent non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula). User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g has been found experiencing three occurrences of difficulty to prime during use. The following has been provided by the initial reporter: it was reported that the customer found 3 pen needles from this box that clogged during the flow check. The dose button on tresiba pen will not move. Changed the needle and then it worked. Verbatim: issue(s): found 3 pen needles from this box that clogged during the flow check. The dose button on tresiba pen will not move. Changed the needle and then it worked. The other 2 pen needles were discarded. Lot #: 8227631. Item #: 320109. Date of event: unknown. Exp 2023-08-31. Calling for her husband. Reviewed the placement of the non patient end.